Event description:
Revision surgery at about 2 months from primary due to intraprostatic dislocation of the metal head from the double mobility liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 february 2022. Lot 188819: (B)(4) items manufactured and released on 28-jan-2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Visual inspection performed by (B)(4) project manager from the received pieces, the head is dislocated from the dm liner, while the dm liner shows clear signs on the base rim, probably occurred during impingement with the stem or during the revision. Quality control measurements were performed, revealing that the dimensions of the liner are in specification, so we can exclude a defect of the part. From the received information, we can not determine with certainty the root cause of the event, even if a possible cause can be related to an high lever arm applied to the head, that brought to the event. Other device involved: batch review performed on 16 february 2022. Liner: mpact 01.26.2246 mhc double mobility hc liner ø 46/22.2 (k092265) lot 1901453: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Manufacturer narrative:
On 21-march-2022 xrays analysis was performed. Clinical evaluation performed by medical affairs director hip intraprosthetic dislocation 1 month after index implantation. A dislocation occured of the femoral head from the double mobility liner. Dislocation of the head from the liner is usually caused by extreme positions when the movement of the mobile insert is impeded by surrounding tissues: in this case, the cup appears to be of significant size, markedly protruding from the acetabulum: a situation that was probably dictated by individual patient conditions (not visible in the postoperative xray) but that may imply limitations to the range of motion. The size of the modular head, 22mm, obviously commanded by the small size of the patient, is a further limiting factor for the final stability of the articulation.